Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("diagnostic imaging of essure coils showed that right coil was still in place, but left coil could not be visualized"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pregnancy with contraceptive device ("pregnant and subsequently suffered a miscarriage"), abortion spontaneous ("pregnant and subsequently suffered a miscarriage") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant and subsequently suffered a miscarriage". The patient's concurrent conditions included endometrial ablation. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2014, 287 days after starting essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015.) And surgery (ablation procedure performed in (B)(6) 2013 in attempt to control heavy irregular menstrual bleeding). Essure was withdrawn. At the time of the report, the device dislocation, menometrorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, pelvic discomfort, abdominal pain, back pain, fatigue, migraine, dyspareunia and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, menometrorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, pelvic discomfort, abdominal pain, back pain, fatigue, migraine, dyspareunia and alopecia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. In (B)(6) 2014 underwent diagnostic imaging of her coils and was informed that her right coil was still in place, but her left coil could not be visualized. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events, including increasingly severe pain/chronic pelvic pain and heavy and irregular menstrual bleeding, for which she was submitted to an ablation procedure four months after essure implantation. The plaintiff experienced two pregnancies under essure therapy and she suffered two miscarriages. At the time of the first pregnancy, approximately 10 months after essure insertion, the left coil could not be visualized in an imaging test. On (B)(6) 2015 she underwent a surgery to remove her essure coils. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Unintended pregnancies may occur during any contraceptive use. In the present case, plaintiff underwent the confirmation test and results showed that essure coils were proper placed and although, later, a device dislocation was detected, a device ineffective leading to pregnancy, cannot be excluded. Regarding miscarriage, considering that spontaneous abortion is the most complication of early pregnancy, it was not considered as related to essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, a migration into abdominal cavity, or occur as a result of a uterine perforation. In this present case, the exact time point and the mechanism which led to the dislocation were unknown. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("diagnostic imaging of essure coils showed that right coil was still in place, but left coil could not be visualized"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pregnancy with contraceptive device ("pregnant and subsequently suffered a miscarriage"), abortion spontaneous ("pregnant and subsequently suffered a miscarriage") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant and subsequently suffered a miscarriage". The patient's concurrent conditions included endometrial ablation. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2014, 287 days after starting essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015.) And surgery (ablation procedure performed in (B)(6) 2013 in attempt to control heavy irregular menstrual bleeding). Essure was withdrawn. At the time of the report, the device dislocation, menometrorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, pelvic discomfort, abdominal pain, back pain, fatigue, migraine, dyspareunia and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, menometrorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, pelvic discomfort, abdominal pain, back pain, fatigue, migraine, dyspareunia and alopecia to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. In (B)(6) 2014 underwent diagnostic imaging of her coils and was informed that her right coil was still in place, but her left coil could not be visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with tile reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this case report refers to a (B)(6) female plaintiff who had essure inserted and reported adverse events, including increasingly severe pain/chronic pelvic pain and heavy and irregular menstrual bleeding, for which she was submitted to an ablation procedure four months after essure implantation. The plaintiff experienced two pregnancies under essure therapy and she suffered two miscarriages. At the time of the first pregnancy, approximately 10 months after essure insertion, the left coil could not be visualized in an imaging test. On (B)(6) 2015 she underwent a surgery to remove her essure coils. After essure insertion, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Unintended pregnancies may occur during any contraceptive use. In the present case, plaintiff underwent the confirmation test and results showed that essure coils were proper placed and although, later, a device dislocation was detected, a device ineffective leading to pregnancy, cannot be excluded. Regarding miscarriage, considering that spontaneous abortion is the most complication of early pregnancy, it was not considered as related to essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, a migration into abdominal cavity, or occur as a result of a uterine perforation. In this present case, the exact time point and the mechanism which led to the dislocation were unknown. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow up information will be obtained through the litigation process.